Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter address: (B)(6). Initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2022. During the procedure, when they removed the naviflex rx delivery system after the stent was successfully implanted, it was found that the tip of the guide catheter was missing. It was found that the tip of the guide catheter was left inside the patient and was successfully retrieved using a pair of forceps. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter address: (B)(6). Block h6: medical device code a0401 captures the reportable event of guide catheter broken. Block h11: block d4 have been updated based on additional information received on august 26, 2022.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on july 5, 2022. During the procedure, when they removed the naviflex rx delivery system after the stent was successfully implanted, it was found that the tip of the guide catheter was missing. It was found that the tip of the guide catheter was left inside the patient and was successfully retrieved using a pair of forceps. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Initial reporter state: (B)(6). Block h6: medical device code a0401 captures the reportable event of guide catheter broken. Block h10: the returned naviflex rx delivery system was analyzed, and a visual evaluation noted that the guide catheter and the push catheter were detached. The guide catheter was found kinked. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements, and no abnormalities were reported during the manufacturing process; after analysis, it was determined that the guide catheter and the push catheter were detached. The guide catheter was found kinked. Based on the device analysis, it is possible that the user experimented some resistance while retracting the pull wire which may have led the user to apply an extra force or different technique that ended tearing the push catheter, also it is possible that this force or technique contributed on the detachment and kink of the guide catheter. Therefore, based on the analysis performed and all the information gathered from the customer and the issues found the conclusion code assigned will be adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2022. During the procedure, when they removed the naviflex rx delivery system after the stent was successfully implanted, it was found that the tip of the guide catheter was missing. It was found that the tip of the guide catheter was left inside the patient and was successfully retrieved using a pair of forceps. There were no patient complications reported as a result of this event.